Manufacturer narrative:
H2) additional information in section a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-05, software version: 5.1.1 h3, h6) software data was received and analysis confirmed the reported event. Despite selecting a 5.5 x 40 mm screw, the user interface (ui) displayed the cad model and name of the screw as 4.5 x 32.5 mm instead. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system. It was reported that an incorrect screw computer-aided design (cad) model was shown on the guidance system during operation. The first screw's cad model in the software showed incorrect graphics during operation. Despite picking 5.5 x 40 millimeter (mm) , the user interface (ui) would show the cad model and name of the screw as 4.5 x 32.5mm instead. This only happened with the first screw for this particular case. All of the remaining screws in the case showed the correct size after the first had been inserted. The scope of the case was from t3 to l1, where the first screw was inserted was on t10 on the left side (lumbar and lower thoracic screws were freehanded prior to robotic registration and the first screw on the robotic registration was left t10) after the first screw was inserted, the cad models thereafter showed the correct graphics without any adjustments in the application. The manufacturer representative (rep) confirmed that they physically had the modulex 5.5 x 40mm screw for t10 left and that they picked the correct screw type in the application. It was noted that the surgeon did not notice the software anomaly as it occurred, and it was not clear whether the surgeon was informed of this happening. There was no delay as the surgeon did not notice the anomaly and there was no impact to patient. Additional information received from a manufacturer representative reported that the procedure was a posterior spinal fusion.